Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. A review of the internal rejects history for 2 years found no discrepancies related to device breakage. One stent was received broken at the "4" end. The piece that broke off was not returned. During visual examination of the broken stent, it was noted that the broken surface had jagged edges which is indicative of excessive force being applied to the stent beyond its tensile capabilities. The instructions for use which accompanies each device states in the precautions section that the device is for single use only. Do not resterilize. Do not use if package or product is damaged. Improper handling technique can seriously weaken the stent. Acute bending or overstressing during placement could result in subsequent separation of the stent at the point of stress after prolonged indwelling period. Exercise care. Tearing of the stent can be caused by sharp instruments. Care should be exercised when removing the stent so as not to cause tearing or fragmentation. (B)(4).

Event description:
It was reported that when the package was opened, the doctor found that the stent was cut into pieces.